Event description:
It was reported that via x-ray, the atrial lead appeared to be dislodged. Atrial noise was observed on stored egms. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.